Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported in an email that they had the device implanted for bladder control several years ago. It did not work well for them, and they hadn't relied on it for bladder control for at least 4 years and it had been turned off and they had felt no stimulation in that time. However, over this last weekend, it had started to work and they could feel the stimulation again. They were not even sure that they still had the device to turn it off and on. They were out of town and they would have to look when they got home. They asked if there was any reason why it would just spontaneously start to work or how they could disable it if they no longer had the equipment. Later the same day, the patient called and repeated the same information. They stated they had botox which had helped their symptoms. The agent recommended the patient follow up with their healthcare provider (hcp) to have the device checked. The agent sent hcp listings.